Event description:
It was reported that the ilet user experienced difficulty during an infusion set change and unintentionally pulled the infusion set out of the applicator while removing the adhesive backing, resulting in an incorrectly deployed infusion set. A support agent provided a walkthrough, completed troubleshooting and education, and insulin delivery was resumed, with replacement supplies arranged. No reported symptoms. Outcomes included recovery without clinical sequelae and no alerts or alarms. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed user handling error during infusion set deployment that led to improper set placement and interruption of therapy, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.